Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using a dexcom g6 with the ilet, treated the event with apples, orange juice, and one glucose tab, and subsequently developed hyperglycemia after overtreating, with the user contacting support to confirm insulin delivery and being advised that glucose reduction could take 1¿2 hours after a recent supply change; the device problem and component details provided were insufficient for further device-specific attribution. Symptoms included hypoglycemia with hot flashes/flushes and muscle weakness. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component information were insufficient for further analysis. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.